Event description:
A report was rec'd from a pt who had rec'd previous burns from the charger. The pt described the burn as blistering and similar to a sun burn where the skin peeled. The pt rec'd medical treatment and is currently healed from the burns.